Event description:
Customer claims when the mattress is lifted the sensor pad will trigger the alarm. However, when pressure is released from the bed there is no alarm. No pt injury reported.

Manufacturer narrative:
(B) (4). (B) (4).